Event description:
It was reported that during the procedure, while advancing a 2.25x18 xience v rx stent delivery system toward a heavily calcified, de novo lesion in the heavily tortuous proximal left anterior descending coronary artery, resistance was felt between the xience v rx and the vessel, and the distal shaft separated inside of a non-abbott guiding catheter. The xience did not cross the lesion. The separated portion, balance middleweight (bmw) guide wire, and guiding catheter were withdrawn from the anatomy as a single unit without resistance. The procedure was completed using another xience v stent delivery system. There were no adverse patient effects and no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment due to operational circumstances. Shaft separation/detachment was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.